Manufacturer narrative:
Corrected data: in the initial MDR (is this a single-use device that was reprocessed and reused on a patient?) Was inadvertently answered as yes; therefore updated to no. Additional info: additional information was received and it was learnt that there was no patient contact; therefore updated (B)(4). Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
There is no indication that the lens was explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) had a fold/crease issue. Reportedly, the lens was implanted into a female patient's right eye. No further information was provided.